Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a facility representative via sems-06681845 that two (qty.2) ar-9597-10, two (qty.2) ar-9597-20, and two (qty.2) ar-9676 angled reamer instruments are sticking. They occurred during use in a case with no patient impact.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-9597-20 angled reamer sleeve, 20° lot number: 37622319 was received for investigation. Visual evaluation noted no problems with the device. Functional testing with a known good ar-9676 angled reamer drive shaft noted no problems when attempting to insert the mating instrument into the returned ar-9597-20 angled reamer sleeve, 20°. No problem found.